Event description:
Boston scientific received information that pacing impedance measurements on this left ventricular (lv) measured greater than 2,000 ohms. An invasive revision procedure was performed and the ring conductor appeared to be fractured. The lead was explanted and replaced without complication. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.